Event description:
It was reported by the vns patient's caregiver, that patient's seizure pattern changed 3 times since the vns device was implanted. The caregiver felt that the device settings were needing to be adjusted, and was seeking a new neurologist closer to their area. It is unknown how the seizure pattern has changed and if any interventions have been planned or taken. It is unknown if any programming or medication changes contributed to the event. Moreover, the relationship of the change in seizure pattern to vns is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.